Event description:
Units (fluid delivery pump) flash when unplugged from wall. Note: units plug into each other. Rptr's concerns are labelling: 1) units should be turned off before being unplugged. 2) how many pumps is too many while pumps are stacked and plugged together. 3) unit should not be used in oxygen enriched atmosphere.